Manufacturer narrative:
(B)(4).

Event description:
It was reported " distal tip of peel away sheath began to buckle and fray while inserting into patient. No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath with dilator and a sticker label for analysis. Signs of use in the form of biological material were observed on the peel-away catheter over dilator subassembly. Visual analysis revealed that the sheath tip was crimped. Microscopic examination confirmed the damage. The sheath length measured 2 3/4" , which is within the specification limits of 2 5/8"-2 7/8" per the sheath product drawing. The sheath outer diameter measured 0.116", which is within the specification limits of 0.114"-0.120" per the sheath extrusion product drawing. The sheath inner diameter at the proximal end measured 0.090" , which is within the specification limits of 0.084"-0.094 per the sheath extrusion product drawing. The dilator was removed from the sheath body with little to no resistance. Likewise, the dilator was able to be reinserted and locked onto the sheath tabs. Performed per IFU statement , "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". R & d and manufacturing were consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will additionally investigate this issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The report of a damaged sheath body was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was crimped. Despite the damage, the sheath met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d/manufacturing , the root cause cannot be determined at this time. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " distal tip of peel away sheath began to buckle and fray while inserting into patient. No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".